Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, at the first firing step there was 1-2 cm malformed staples or no staples; however, the device cut. The second and third step the instrument could only be fired with application of excessive force. The staple line was ok then the circular stapler was taken. The staple line was okay with control of anastomosis with blue liquid and rectoscopy okay as well. The second day after the operation there were complications with the anastomosis, got insufficiency. A laparotomy showed at twelve o'clock the anastomosis was open. The procedure was converted to open. According to the sales representative, there was suspicion that the cartridge was not inserted correctly, a user training will be carried out. The instrument was fired with a new cartridge to demonstrate surgeon that the instrument itself was o.k. Please be informed that this complaint is referring to a very deep lap. Sigma resection. As it was a cancer surgery less tissue was left for anastomosis. The suspicion is that the anastomosis was under tension due to the fact that only few tissue was there. After two days the peristaltic came back and then the anastomosis got open. The sales rep. Was present during next surgery and explained products again.

Event description:
A report was received that the patient was having difficulty charging his ipg due to the placement of the ipg. The patient could only couple his charger and ipg if he held the charger in his hand while he charged. The patient also reported that the location of the ipg was causing his left leg to jerk involuntarily. A pocket revision will be scheduled for another time.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with five sterile reloads. The device was tested for functionality with the returned reload (b) and (f) and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.